Manufacturer narrative:
The actual hand piece was received and evaluated. Reliability engineering completed an evaluation and confirmed the reported condition. Evidence indicates this is due to usage wear and servicing over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that during pre-surgery, the hand piece "would not hold the drill bit properly." It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was any patient harm, adverse outcome or injury. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.